Manufacturer narrative:
Device evaluation summary: visual examination on the pump was performed and there were no external surface anomalies observed. The investigation also included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Event description:
The device was returned for evaluation. It was reported that the patient has been doing well since pump explant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing discomfort due to the pump protruding through the skin. It was noted that the product protrusion was likely due to the pump's positioning in the body. The pump was explanted on (B)(6) 2016 and was sent to the sterile processing department.